Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy procedure, the jaw did not open at the third firing. Then tried the manual release, but it did not activate. It was found that the staples formed completely. Another device was used to complete the case. There were no adverse consequences to the pt.